Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx laa closure device was implanted with no leak noted. Post implant the patient was placed on dual antiplatelet therapy (dapt) and remained compliant. At the 45-day follow-up on (B)(6) 2021, a non-mobile device related thrombus was noted under the over hanging limbus. No leak was noted at this time. The patient will remain on dapt and be monitored.